Manufacturer narrative:
Conclusion: patient's pupil constricted to 2mm before nasal icl footplates were placed. (B)(4).

Event description:
The reporter stated that the surgeon attempted to insert a micl13.2, -6.5 diopter, implantable collamer lens but the lens was not implanted due to the patient's pupil constricted to 2mm before nasal icl footplates were placed. There was patient contact but no patient injury. The lens was discarded.

Manufacturer narrative:
No similar claims were reported for units within the same lot. (B)(4).